Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4965-35 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported there was an undefined high right atrial lead impedance. It was further reported there was a possible lead fracture which was confirmed on xray. The epicardial lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported noise was observed on the atrial electrogram.